Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, anxiety, fatigue and migraine outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no: a25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, anxiety, fatigue and migraine outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure insertion date provided in mr : on (B)(6) 2013 (per mr discrepancy noted). Trailing coils : right tube 4 coils and left tube 1 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, anxiety, fatigue and migraine outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure insertion date provided in mr : (B)(6) 2013 (per mr discrepancy noted). Trailing coils : right tube 4 coils and left tube 1 coils. Most recent follow-up information incorporated above includes: on 19-jan-2021: mr received : reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, anxiety, fatigue and migraine outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.